Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay. Confirmation testing with pcr generated negative results. Additional information was requested however no additional patient information, including treatment and outcome, was provided. .